Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search. (B)(4).

Event description:
Per american journal of infection control study: "ir preferred the bard product because of its ease of insertion." "A retrospective cohort study design. From july 1, 2009 to june 30, 2012." Ir placed only naip catheters"(p. 192) "75 infected nonantimicrobial PICC" (table 1, p. 193). Reference: peripherally inserted central catheter¿associated bloodstream infection: risk factors and the role of antibiotic-impregnated catheters for prevention evgenia kagan, md, cassandra d. Salgado, md andrea l. Banks, md, camelia e. Marculescu, md, joseph r. Cantey, md.